Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop a cough and dizziness. The patient was prescribed medication in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.tthe manufacturer previously received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop a cough and dizziness. The patient was prescribed medication in response to the reported event. The device was returned to the manufacturer's quality product investigation laboratory for investigation. Observed the following from internal and external inspection - unknown dust contaminant on the sd and modem flip doors and inside the blower box at the air inlet and observed on the front panel, blower box, rear panel, bottom enclosure, on the blower, blower seal, and inside the blower. An unknown contaminant was observed on the rear enclosure.evidence of liquid ingress was observed on the blower and blower box. A keratin-like substance was observed on the blower box outlet. Evidence of sound abatement foam degradation/breakdown was not observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There was no error found. The manufacturer concludes,that they could not confirm the customer complaint and there is no presence of degraded sound abatement foam.